Event description:
The pt claimed that the pump is hot to touch over the battery chamber. It was verified that the pt was using the proper battery (lithium 1.5 v) battery that came from animas. The pt stated that the battery is less than 2 weeks old and the pump has not been exposed to any moisture. The pt denied suffering from any injuries as a result of the reported issue. The pump was replaced. There was no adverse event associated with this complaint; however, this complaint is being reported due to the alleged overheating pump.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The battery was not returned with the pump. It was verified that the battery voltage dropped from 160 vdc to 139 vdc on (B)(6) 2010 from 2:20pm to 8:23pm. The battery compartment and cap were intact and there was no evidence of moisture ingress. The pump powered on normally and there was no overheating or alarms that were duplicated during testing. The power flex, battery connections and internal components were tested for intermitting conditions, and no defects were found. In conclusion, the complaint regarding the pump and battery overheating could not be duplicated during investigation.